Manufacturer narrative:
As reported the mesh tore while preparing for use. Review of photos provided shows multiple tears in the edges of the mesh, and it appears that one portion of the edge seal is detached. Based on the photo and information provided root cause would appear to be the result of forces applied to the mesh while handling and folding the mesh in preparation for use. To date, this is the only reported complaint for this manufacturing lot.

Event description:
As reported, during a bilateral laparoscopic inguinal surgery on 12-dec-2022, while folding the right-sided 3dmax light mesh in preparation for insertion, multiple edges of the mesh tore. It was reported that another 3dmax light mesh was used to complete the right sided repair. There was no reported patient injury.

Event description:
As reported, during a bilateral laparoscopic inguinal surgery on (B)(6) 2022, while folding the right-sided 3dmax light mesh in preparation for insertion, multiple edges of the mesh tore. It was reported that another 3dmax light mesh was used to complete the right sided repair. There was no reported patient injury.

Manufacturer narrative:
As reported the mesh tore while preparing for use. Review of photos provided shows multiple tears in the edges of the mesh, and it appears that one portion of the edge seal is detached. Based on the photo and information provided root cause would appear to be the result of forces applied to the mesh while handling and folding the mesh in preparation for use. To date, this is the only reported complaint for this manufacturing lot. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation. The subject device was returned for evaluation. Visual evaluation of the sample finds there are multiple tears in the edge seal as result of forces / handling of the mesh while folding for insertion into the trocar as reported. There is one section of the edge seal that has torn away from the mesh. Based on the investigation performed and sample evaluation, the root cause determined to be user/device interface while handling and folding the mesh with while attempting to deploy. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in mar, 2022 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.